Event description:
A customer contacted stryker to report that their device kept switching from automatic to manual mode and did not recognize a patient rhythm that they believe to be shockable. As a result, there was a delay of two minutes and defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device kept switching from automatic to manual mode and did not recognize a patient rhythm that they believe to be shockable. As a result, there was a delay of two minutes and defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.